Manufacturer narrative:
Additional information: it was initially reported that the device would be returned for evaluation. It was later communicated the valve would not be made available. This record has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
After repeated lumbar puncture, it was no longer possible to push the catheter. In the attempt to pull the catheter back through the needle, 4cm of the catheter remained in the patient's body. Patient is doing well. Per rep: sadly the customer doesn't have any serial or lot number. I also have no information on a delay due to the event, but I will asked the surgeon again. Beside the described event, there was no adverse consequences for the patient. The patient is well, however the customer asked for an urgent statement on how to proceed as the patient still hasn't been informed on the next steps.

Manufacturer narrative:
A lot number has been provided. Upon completion of the lot review, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The lot number that was previously provided did not align with and product and lot number combination on file for this product. Review of the customer's sales history provided a likely lot number. The results of a review of that lot number found no discrepancies. To date, the device has not been returned. If additional relevant information is provided in the future, the complaint will be reopened and a follow-up report will be submitted. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.